Manufacturer narrative:
. E3: occupation: lead tech the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a patient that developed a hematoma. Bleeding occurred while trying to take air out of the band and bleeding after the band was taken off. Additional information was received on 29apr2025: they applied a tr band 2 and inflated the balloon with 16mls of air. When it was time, they removed 4mls from the band, with no outward signs of bleeding. Upon recheck a hematoma had gone up to the patient's acromioclavicular (ac)/elbow. The 4mls of air was injected back into the tr band 2 and left in place for one hour. The doctor was called to the patient's bedside, and ultrasound (us) was performed, and he stated, it was fine. The doctor did not state the type of ultrasound or what was seen. The tr band 2 was ultimately removed little by little, the staff wrapped the patient's arm in coban, and the bleeding stopped. The patient was able to return home with no further issues.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazared based risk table (hbrt).